Manufacturer narrative:
Analysis of the pump found the battery had high resistance. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient in (B)(6) who was receiving compounded baclofen 2000ug /ml at a dose of 600 mcg/day via an implantable pump. The indication for use was for bilateral severe dyskinetic cerebral palsy based on prematurity and status after infant respiratory distress syndrome (irds) grade 3 and sepsis. The lot number and concomitant medications were not obtainable. The patient's medical history included the first pump received on 09-22-2005. A catheter revision in (B)(6) 2006 and in 2011 a drain disconnection. There were no known allergies. A new baclofen pump and reconnection drain on (B)(6) 2011. On approximately (B)(6) 2015, the patient experienced withdrawal symptoms and entered the hospital. The logs were checked and showed the pump was in safe state, reset occurred. It was unknown if an audible alarm was heard. The patient was on a daily dose of 600 mcg/day and dropped to minimum rate of 12,7 mcg. The pump was reprogrammed and updated with a simple continuous setting of 600 mcg/day. The pump will be explanted and replaced as the neurosurgeon was to perform the procedure in "week 50". The issue was not resolved at the time of the report. Patient status was alive with no injury at the time of the report. Additional information was requested to clarify what was meant by a drain disconnection and reconnection and catheter revision information. Should additional information be received a supplemental report will be filed.